Event description:
A bipap a40 device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of visible foam particles inside the assembly. A ¿ventilator inoperative¿ error associated with cpu cannot communicate with the flow sensor using i2c bus and cpu cannot communicate with the pressure sensor using spi bus was also observed. Further assessment determined that the printed circuit assembly (pca) required replacement. The device has been scrapped per the customers request.